Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(4). Batch: 7230942

Event description:
It was reported that following a trial procedure, the patient had mid back pain, discomfort, headache and dizziness. The x-ray images did not show any reason why the leads could cause the discomfort. The patient had a lead pull and the patient was doing well. The explanted leads were discarded by the facility. No device malfunction was suspected.